Event description:
During the performance of a cholelithasis colecystitis utilizing the solos laporascopy system in conjunction with the solos endoscopy rap-1 automaatic pneumo-peritonerem device the patient's monitored co-2 increased from 48 to 71. The crna noted puffy face, bull neck, and crepities. The laparascopy was aborted and an open cholecystectomy was performed. The patient was discharged on 4/13/92device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: mechanical problem, modification of device. Conclusion: device failure occurred and was related to event, device failure directly caused event, device failure directly contributed to event, device was out of calibration. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.